Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01522. This report is being submitted as additional information. The (B)(6) 2018 event referenced in this section was reported under medwatch MFR. Report # 2916596-2018-00561. Approximate age of device ¿ 4 years. A correlation between the device and the reported ldh elevation and suspected thrombus could not be conclusively determined through this evaluation. The report of power and flow elevations was confirmed through evaluation of the submitted log files. However, a specific cause could not be conclusively determined through this evaluation. The hmii IFU explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. The hmii IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2018, that the patient presented to the clinic with increased lactate dehydrogenase (ldh). The patient¿s international normalized ratio was 2.7. System controller history interrogation revealed elevated pump power. There was concern because in (B)(6) 2018, the clinicians felt that something may have passed through the pump. The manufacturer¿s technical services representative reviewed the submitted log file and multiple intermittent power and flow elevations were confirmed. A repeat lab revealed the ldh was 759 u/l. It was reported on (B)(6) 2018 that the patient¿s lactate dehydrogenase (ldh) continued to trend up. The patient had elective shoulder surgery on (B)(6) 2018, and later that evening some pump speed decelerations occurred. The patient felt increased heart rate and shortness of breath. It was reported the patient has been doing well since the shoulder repair surgery. The lactate dehydrogenase (ldh) levels continue to trend down. There has been no change in the patient's medications. The physician is discussing transplant candidacy with the other patient's healthcare providers.